Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the doctor attempted to use the clip applier, the jaws malfunctioned and would not fire the clips. The doctor tried to use the clip to stop the bleeding, but due to the malfunction, it actually caused more bleeding. Upon inspection the clips were attempting to fire sideways. Due to the malfunction a new clip applier was opened. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one premium surgiclip* large - (13.0" shaft size) titanium stapler. The instrument was received partially applied with four remaining clips. Visual inspection of the instrument revealed a misloaded clip in the clip track. Each remaining clip loaded properly in the jaw. A manufacturing fault was identified during product analysis. Carrier misalignment causing clips to misload. Improvements have been implemented to mitigate this condition. If information is provided in the future, a supplemental report will be issued.